Event description:
It was reported that customer experienced their blood sugar level to drop to 14 leading customer feeling that life was in danger, although no details were provided. There was no additional information regarding the event, including event date nor any additional information provided about any further impact to the customer¿s blood glucose level. Customer declined further troubleshooting or assistance, and technical support was unable to obtain more information, so no further action was taken.